Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during normal eri change out procedure, high voltage lead impedance out of range and high threshold were observed. The lead was capped. The patient is in good condition.